Event description:
In 2009, the pt reported elevated blood glucose of 900 mg/dl in 2008. She stated that her blood glucose was "fine" when she left home at 11:00am. She then "took a turn for the worse" and began to feel as if she had the flu and she was vomiting. She experienced increased thirst and urination. The following day her husband took her to the hospital. She was hospitalized for 1 week and diagnosed with diabetic ketoacidosis and treated with an insulin IV. She resumed infusion therapy the day she was released from the hospital. She believes the time and basal rates were programmed correctly at the time of the incident. She stated that she uses lithium batteries in the infusion device and she was advised of the appropriate battery type. The pt believes that the infusion device was not delivering insulin accurately at the time of the event. Product was replaced and requested to be returned for evaluation.